Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer, "error 3fd - during procedure" could be confirmed by inspecting the device and reviewing the log files. The most probable root cause is component failure (valve control system) by wear. The IFU is stating this "failure of products" clearly in section 3.9, page 12 the following: "the product may fail during use. Have a replacement product ready for each application or plan for an alternative surgical technique." The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction made in sections d1, d2, d4. Also updated section d9 for the device returned date. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that "an error occurred during the procedure -- error 3fd - system error". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).